Event description:
It was reported that during the implant the electrical parameters of this lead were not satisfactory, damage was noted on the helix of the lead. The lead was not used and was expected to be returned. No adverse patient effects were reported.

Manufacturer narrative:
Should the lead be returned analysis will be conducted and this investigation will be updated.

Event description:
It was reported that during the implant the electrical parameters of this lead were not satisfactory, damage was noted on the helix of the lead. The lead was not used and was expected to be returned. No adverse patient effects were reported.

Manufacturer narrative:
**UDI related data quality updates only** this report is being filed as a correction in response to an FDA request. This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We have not provided the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations, while the damaged helix observation was confirmed based on the observation of a deformed (bent) helix.

Event description:
It was reported that during the implant the electrical parameters of this lead were not satisfactory, damage was noted on the helix of the lead. The lead was not used and was expected to be returned. No adverse patient effects were reported.